Event description:
It was reported the patient lost therapy sometime in (B)(6) 2018. Reportedly, the patient stopped recharging their scs system due to they no longer desired the device. Subsequently, the ipg was confirmed inoperable. Surgical intervention was undertaken (B)(6) 2018 where the entire system was explanted.

Manufacturer narrative:
The explant date was inadvertently submitted with the incorrect date in the initial report.